Event description:
A healthcare professional reported that the lens did not go through the piston. The procedure was completed with a same diopter company lens. Additional information was requested, but no further information is available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was received loose in the carton. Viscoelastic is dried in the device. The lens is present in the lens bay. The lever is moving freely but the plunger is not advancing. The device is taken apart for further evaluation. The gas canister is fully punctured. Lubricant is observed on the canister neck. No problem observed with the canister o-ring. No abnormalities observed. The device is reloaded with a new gas canister and activates with no issues. The root cause for the reported complaint is deemed to be manufacturing related (the faulty sub-assembly is supplied by company's vendor in bray). The product did not meet specifications. The plunger is not advancing when the lever is pressed. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).